Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The pulse test failure was isolated to a damaged r22 resistor on the monitor c/a board. The endcaps of r22 were broken, which resulted in intermittent contact between r22 and the c/a board. The root cause for the damaged r22 capacitor could not be positively identified. No adverse event resulted from the damaged r22 resistor. The patient received a replacement monitor.